Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump was alarming during setup. No adverse patient effects were reported.

Event description:
It was reported that the pump kept alarming. No patient injury was reported.

Manufacturer narrative:
Customer reported that the pump kept alarming. Tamper seal were intact, good minor scratches. Turn on the unit, the pump keep alarming while doing self testing and also keeps looping. Problem caused by main board. Unable to determine who caused the problem. Replaced main board.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review.

Event description:
It was reported that the pump kept alarming. No patient injury was reported.

Manufacturer narrative:
Other, other text: customer reported that the pump kept alarming. Tamper seal were intact, good minor scratches. Turn on the unit, the pump keep alarming while doing self testing and also keeps looping. Problem caused by main board. Unable to determine who caused the problem. Replaced main board.

Manufacturer narrative:
Other text: customer reported that the pump kept alarming. Tamper seal were intact, good minor scratches. Turn on the unit, the pump keep alarming while doing self testing and also keeps looping. Problem caused by main board. Unable to determine who caused the problem. Replaced main board.

Event description:
It was reported that the pump kept alarming. No patient injury was reported.